Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
3191. Atrioventricular dissociation. UDI # (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via patient registry that a 31mm mitral valve was explanted at implant due to av disruption. A 25mm valve was implanted. Per medical records the patient underwent mvr, CABG x3, complete cox maze IV procedure, left atrial appendage occlusion, and va ECMO. Upon implant of the 31mm valve, a small paravavular leak in the posterior area was noted and repaired with interrupted 4-0 prolene sutures. As the heart filled, bright red blood coming from behind the left ventricle was noted. The surgeon was concerned with failure of the av dissociation and confirmed by direct visualization. The aortic cross-clamp was replaced and the heart arrested using antegrade and retrograde cardioplegia. The right atrial and left atrial suture lines were reopened. Retraction sutures were placed to provide exposure. The mitral valve was removed. The mitral annulus was resized and a 25 mm mitral valve was selected. The valve was tested for perivalvular leak and none found. The patient was then taken to the ICU in critical condition. The post-op course was complicated by tamponade physiology requiring bedside washout. Hence, the patient returned to or twice for washout and exploration. On pod #4 her chest x-ray showed near white-out. Her peep was increased and she was started on a lasix drip; an echo showed limited flow through the mitral valve; the leaflets do not appear to open; she went to the cath lab for lv sump placement. On pod #6, the family elected to withdraw care and patient expired due to worsening conditions including melena, progressive lactic acidosis, hypoglycemia, elevated bladder pressures (possible due to ischemic bowel).